Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have an input disk broken. The input disk was completely detached: input disk #7 was found completely detached from the base of the housing. The instrument was found to have an input disk cracked. Hairline cracks were found on grip input disk #6. The complaint was confirmed by failure analysis. Additional findings not related to customer-reported complaint: signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier flicked to the side and was not safe to use. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there is no further information available.